Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was reporting ongoing issues with battery connectivity to controller. Log files sent in on (B)(6) 2016 did demonstrate one battery losing communication with the controller for one 15 minute cycle. But the patients care giver has been logging which batteries are having issues while connected and has identified 7 batteries that appear to be power switching early and not working properly. Patient reports having batteries that go to 2 yellow bars and never go to one red bar and the controller is automatically switching to the second battery. It was stated that than elective controller exchange was performed and patient was placed on his back up controller. New controller was given to the patient out of hospital inventory as a new back up controller. It was documented that there were no consequences to the patient. No additional information available.

Manufacturer narrative:
The reported event of power switching could not be confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies during the analyzed period. The initially reported communication error was in fact a data point where a power source was not connected to the controller. Analysis revealed that the device passed visual examination and functional testing. No failure detected, the reported event could not be duplicated at the bench level or confirmed via log files analysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.